Event description:
The patient experienced a surging sensation. There was no known accident or incident related to this event. The implantable neurostimulator (ins) was hot to touch and there was redness at the site. This was noticed around the time when the patient started to experience periodic surging of stimulation. The ins was heating up. When this happens the ins stays hot for about 15-20 minutes. This happens sporadically as well. The ins has been discharging irregularly too. The patient has been working with a different physician during this whole time and he was not aware that the physician has performed any diagnostic tests. The physician only recommended that the stimulation be turned off which has been for the past six months. The patient has been tormented by his device for some time now. The physician wants to remove the device, but the patient has different insurance and they won¿t pay for anything other than office visits. The patient reported two weeks later that he still has concerns regarding his device or therapy but was working with doctor or company representative. Appointment dates of (B)(6) 2015 and (B)(6) 2015 were noted. The outcome remains unknown at this time. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced spontaneous electrical jolts from the unit while it was on. Re programming was performed. It was determined that the event was related to the device. It was assumed that the patient¿s unit was malfunctioning and would require a change in the unit only. The lead would be tested at that time. The patient had not recovered and the issue was ongoing. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted:(B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted:(B)(6) 2008, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was having their device removed the week following this report due to it m alfunctioning and no one would respond to the patient&#38112;doctor.